Manufacturer narrative:
Intuitive surgical inc. (Isi) received the patient side manipulator (psm) 2 for failure analysis investigation. The unit was analyzed and multiple 31009 (tool sensor not detected) errors were seen, confirming the fault occurred in the field. During visual inspection, the retention plate right and left spring pins were found to have a moderate amount of friction when actuating and could feel the springs binding. The retention plate left spring pin then got stuck a little more than halfway inserted into the sterile adaptor (sa) mount after the pin was actuated numerous times. Pressing on the pin would release it from being stuck. The unit was installed onto an in-house system where the component had functioned as designed. Multiple instruments and sterile adapters were installed but found no issues with engagement or recognition. The unit was then installed onto a patient side cart fixture test platform (pftp) where it had passed all testing within specification.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and was unable to reproduce the issue, however, the staff insisted that the issue was intermittent and could not control the instruments. The clinical sales representative (csr) reseated the sterile adapter but there was no resolution. The fse then replaced the patient side manipulator (psm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support to report that the patient side manipulator (psm) 2 stopped working with the single port (sp) stapler. The customer attempted reseating instruments and accessories (I&a), replacing the instrument, and power cycling, however psm 2 was non-functional. By the time the csr called in to technical support, the customer had opted to move formed without use of psm 2. The procedure was continued as planned with no reported injury.